Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow issue was most likely biomaterial.

Event description:
The user facility reported a 43-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The pump was supporting for 5 days. The pump was explanted after 5 days due to low flows. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.